Event description:
The customer stated that the mask was getting very hot and burning their face when they use it.

Manufacturer narrative:
Despite requests the manufacturer was unable to register the device or confirm that this device was in fact a product of the manufacturer.